Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The 11.5 mm/ 8.5 mm protection sleeve for recon locking (part # 03.010.075, lot # pe03197, mfg # 27- oct-2017) was received at us cq with the wire guide stuck within the protection sleeve and unable to be disassembled. There were no signs of breakage on the device. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. A functional test was performed at us cq and the wire guide is stuck within the protection and unable to be disassembled. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.010.075. Synthes lot number: pe03197. Supplier lot number: n/a. Release to warehouse date: 27oct2017. Expiration date: n/a. Supplier: precision edge surgical products. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) wire guide, two (2) protection sleeves and two (2) trocars for recon locking of a trochar system were broken during upon insertion. There was no surgical delay nor adverse consequence to the patient reported. The procedure was finished, no back up was used. The procedure was completed successfully. This is report 3 for 6 (B)(4).